Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2000 ohms during device interrogation. Additional information received that during explant, the rv lead was proved to have a high threshold of 5.5 volts at 2.0 milliseconds via pacing system analyzer (psa) and the impedance was proved to be at 489. The physician suspected of the lead integrity and chose to replace it. The device was explanted and the rv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.